Manufacturer narrative:
Device passed the self test and displacement test. However, power error alarm found in the device history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had receive software error detected. The blood glucose level was 314 mg/dl. Troubleshooting was performed. The product will be returned for analysis.